Manufacturer narrative:
This report is filed june 22, 2016. (B)(4). Implanted device remains insitu.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2016, to place a new abutment on the implant.